Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reav0946 showed one other similar product complaint(s) from this lot number. Both complaints for this lot number (reav0946) have been reported from the same UK facility.

Event description:
It was reported that the metal stent within the repair kit slid back into the repair tubing. No patient harm was reported. This report address event one.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the metal stent is sliding back into the repair tubing was confirmed, and the cause appears to be related to use of the device. An extension leg repair segment with white luer adaptors was returned for investigation. The distal end of the metal stent on the sample was located 1.5mm within the distal end of the white repair tubing. The distal end of the splice sleeve was located 4mm from the distal end of the white repair tubing. Adhesive was found between the distal 1cm of the splice sleeve and the repair tubing, which indicates that the device was used and a repair was attempted. The stent was within dimensional specification and the inside diameter of the catheter tubing was within spec. No damage associated with the manufacturing process was found on the returned sample. It appeared that the migration of the metal stent was associated with use of the device. The metal stent can be removed and reinserted. They are pre-mounted into the replacement segment to facilitate catheter repair. The stent may have migrated when they were inserted into the catheter, but the catheter being repaired was not returned.

Event description:
It was reported that the metal stent within the repair kit slid back into the repair tubing. No patient harm was reported. This report address event one.